Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available ((B)(4)) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
Patient was revised due to pain . Metal liner and head removed and replaced with ts biolox and altrx. Doi: (B)(6) 2009; dor: (B)(6) 2023. Affected side: left hip. There was no surgical delay.